Event description:
It was reported a physician completed an uneventful myosure procedure for uterine tissue removal. Post procedure the physician "viewed the cavity [and] saw a piece of metal in the cavity." The physician removed the piece and there was no pt injury.

Manufacturer narrative:
Number of the myosure control unit and hysteroscope not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4)